Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during impaction, the surgeon was attempting to trial a tibial insert. He was having some difficulty seating the insert, so he tried impacting it with the appropriate instrument and a small piece broke off. One piece came off during impaction and was retrieved. Patient was revised to cr tibial insert, size 5, 15mm. There was no surgical delay/prolongation. Patient was last known to be in stable condition. Photo received. The device will be return. As of note: "patient revision reported under MFR# 1038671-2022-00211."

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the broken instruments reported was likely the result of impaction forces being applied to the groove during trialing which led to the observed fracture. The most probable root cause associated with the reported event of "broken / non-functional¿ is associated with a partial or full-thickness crack in the device materials.